Event description:
It was reported that during the implant procedure, the patient experienced a small pericardial effusion. The effusion was listed as resolved by the physician and no additional patient consequences were reported. The system remains implanted and in service.